Manufacturer narrative:
It was reported that a sub-olive wire broke resulting in the tip being implanted in the patient's bone. The device was not returned for evaluation. The 2mm x 40mm sub-olive wire with threaded tip is manufactured with implant grade material and provided to customers within a sterile kit (sk12) marked for single use. The UDI referenced is for the sterile kit, sk12, the product is distributed within. The device history record was reviewed and no issues were identified during the manufacture or release of the device that could have contributed to what was reported. The most likely cause cannot be determined based on the available information. However, review of radiographic evidence indicates it is possible the technique utilized on the instruments applied additional bending forces to the device. The company will supplement this MDR as necessary and appropriate.

Event description:
It was reported that the tip of an olive sub-wire broke off and was retained in the patient's bone during a bunion procedure on (B)(6) 2019. A backup device was available to successfully complete the case with no additional patient outcomes.